Event description:
A patient reported experiencing inaccurate high results with a surestep meter. The patient's blood glucose results were 220 compared to the labs 118 mg/dl. Tests were done within 10 minutes with a difference of 86%. Patient did not experience any adverse events. No further information has been reported.